Event description:
The account alleges that a complication occurred during a combined laparoscopic hiatal hernia repair (hhr) and transoral incisionless fundoplication (ctif) procedure. During the procedure, after the initial set of fasteners were deployed, the clinician encountered difficulty withdrawing the green hypotubes. Upon forced removal, the next set of fasteners were loaded; however, reinsertion of the hypotubes was met with extreme resistance. The blue hypotube clip could not be locked into position. This raised concerns about the proper function of the device and the risk of needle exposure during fastener deployment. To mitigate patient risk and avoid a potential bail-out procedure, the clinical team made the decision to withdraw the device and open a new kit of the same lot. The second device was introduced, and the procedure was completed successfully without further incident. No additional patient consequence to report.

Manufacturer narrative:
The suspect device has not been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The device was found to be unable load fasteners, due to a fractured skive. The cause of the fractured skive could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.